Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013; 5071, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia). A device interrogation noted what appeared to be oversensing following premature ventricular contractions either double counting, retrograde or t-wave oversensing (twos) on the right ventricular (rv) lead. Upon examination it appeared that the rv lead may have experienced a fracture of the ring conductor. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The criteria for the right ventricular lead integrity alert were met. There was one patient alert for lead failure predictor on 11-jun-2013 and one ventricular non-sustained tachycardia episode equal to190 ms on 08-jun-2013. There were three lead failure predictor high rate-non-sustained less than or equal to 210 ms average ventricular-cycle between 08-jun-2013 and 09-jun-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.